Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update 03/22/2016 - pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Revision surgical note reported patient had 5 screws in acetabular hip cup that were essential without bite and free floating and that there was heterotopic ossification in the pericapsular tissue. Pfs reported pain and metallosis. The components used in this surgery were metal and ceramic. Depuy ceramic head will be reported as this is litigation and even though screws were loose in cup, it does not state if cup, head or both components were loose. Acetabular cup, liner and screws were a competitor product. The complaint was updated on: apr 12, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.